Event description:
Boston scientific received information that a latitude red alert was received from this system due to a high shock lead impedance measurements. This patient's system consists of a boston scientific device and a competitive defibrillation lead. No adverse patient effects were reported.

Manufacturer narrative:
A device interrogation was performed and the shock impedance measurements were slightly elevated. No corrective action was necessary and no other adverse events have been reported. This product issue will be updated if additional information is received.